Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with 300cc mentor memorygel breast implants and experienced postoperative left-sided rupture. The diagnosis was confirmed by a physician upon examination. After an explantation procedure was scheduled, the patient's preoperative diagnoses included fatigue, joint pain, headaches, and weight gain. The patient suspected that her symptoms could possibly be related to her breast implants. As a result, the patient underwent bilaterel explantation on (B)(6) 2019 and did not receive any replacement devices. This report is for the patient's right-sided device.